Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-04930. It was reported the patient experienced ineffective therapy with her scs system. As a result, surgical intervention was undertaken during which time the entire system was explanted and replaced with a drg system. Effective therapy was achieved postoperatively with the new system. The issue is resolved.